Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that pacemaker exhibited loss of capture (loc) on the right atrial (ra) channel. Technical services (ts) reviewed the available information and stated that while loc could not be ruled out, it might also be related to the presence of premature atrial contractions (pacs), as the right atrial automatic threshold (raat) tests remained stable. Ts provided reprogramming options. The device remains in service. No adverse effects on the patient have been reported.